Event description:
The customer contact reported that during testing at the user facility, the device did not deliver a dose when the pt pendant was pressed. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
Testing and investigation found the device did not deliver a dose when the pt pendant was pressed. This was due to a broken wire on the pt pendant jack. The cause for the broken wire could not be determined. This report represents all the info known by the reporter upon query by hospita personnel. (B)(4).